Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection noted that the reload was prefired. Functional evaluation noted that the reload functioned without issue. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number as released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during the laparoscopic low anterior resection, the jaws of the device would not close after the reload was attached to the device. After the reload was replaced by a new reload, the procedure was completed with no problem. Pre-fired staples were noticed in a test firing of the problematic reload which took place after the case and did not involve a patient or procedure. There was no injury to the patient. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The surgical time was not extended. The patient gender is not available. The patient age is not available. The patient weight is not available.